Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt plastic cannulas were breaking upon the attempt to insert them in the medication vials. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd blunt plastic cannulas were breaking upon the attempt to insert them in the medication vials. There was no report of exposure, injury, or medical intervention.